Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported issue via the error log. The fse reproduced the reported issue by attempting tip detach in maintenance and an error 2061 was generated. During troubleshooting, the fse found the tip detach plate was out of alignment with nozzle. The fse adjusted and performed tip pick macro without errors. A quality control (qc) was performed and passed within published ranges. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from 17nov2019 through aware date (B)(6) 2020. There were four similar complaints including this event which was identified during the searched period. The aia-2000 operator's manual under section 04 - error messages states the following: [2061] tip detachment failure by main arm. Cause: a tip was detected by tip detachment check. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was alignment was needed.

Event description:
Customer reported an error 2061 tip detachment failure by main arm. The waste chute was clear. The site cleaned the sample nozzle and performed a version up. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting alpha-fetoprotein (afp) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.